Manufacturer narrative:
(B)(4).

Event description:
The pt felt stimulation the previous (B)(6) and then it stopped. An over discharge state was suspected and several physician mode recharge sessions were performed which did not result in the battery being operational. When using the antenna locate feature a value of 90 was obtained; the MFR rep was going to try using another recharger. There was concern about the stimulator being flipped and x-rays were planned. Further info is being requested at this time.